Event description:
A biorci screw broke during an acl reconstruction. It was confirmed that all pieces were removed from the patient resulting in a 25 minute delay to the bone-tendon-bone procedure. It was reported that although the patient had very hard bone the tap was not utilized prior to insertion.